Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose of 441 mg/dl. The customer's nurse stated that the customer last changed her infusion set the day before the event. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.